Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be performed as the lot number was not provided. Based on the review, no product deficiency was identified.

Event description:
It was reported that during a left internal carotid artery stenting procedure, during deployment of a 6x8x30mm rx acculink stent at a bend in the vessel, the stent moved proximally and was deployed at the proximal edge of the lesion. The stent and the uncovered lesion were post-dilated. No further intervention was performed. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.